Event description:
Our affiliate is reporting to us that during an arthroscopic acl /meniscal repair, the silicone tubing of 3 rapidloc meniscal fasteners came off of the deployment needles during the meniscal repair portion of the procedure and fell into the pt's joint space. Each time the tubing was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt complaint devices discarded at user facility. Also see associated mdrs 1221934-2010-00349 and 1221934-2010-00351.

Event description:
The facility representative contacted baxter to report an infusor that had a reservoir ruptured during patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).the device has been received and evaluated at baxter. The reported condition was confirmed. A batch review has been performed which revelaed that all release criteria have been met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).